Manufacturer narrative:
Date of event provided in date of event is an approximation due to the date range provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported four (4) false positive results with the binaxnow covid-19 antigen self-test performed between (B)(6)2023 and (B)(6)2023 using nasal swab samples. This MFR. Report addresses result two (2) of four (4). Confirmation testing via pcr (platform unknown) was performed on (B)(6)2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported four (4) false positive results with the binaxnow covid-19 antigen self-test performed between (B)(6) 2023 and (B)(6) 2023 using nasal swab samples. This MFR. Report addresses result two (2) of four (4). Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218644 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 218644 and device part number 195-430h / lot 216820. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218644 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4 (expiration date). H3 other text : device discarded; single-use device.